Event description:
It was reported by customer that there was IV fluid leaking from the distal end of the safestep huber needle set. The end user is noting that the patient receiving IV blinatnumab continuous via port a cath on cadd vip soils the pump at home. There was IV fluid leaking from the distal end of the safestep huber needle set. Had to have port a cath reaccessed with new safestep needle. Treatment was interrupted, missed 2 hours of drug, change of treatment by securement of needle set with infusion vest. No injuries reported. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.